Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Since implant it has been difficult to charge. The patient is having a very hard time recharging. They tried charging at night since they cannot get a good connection during the day. They have also tried using the belt and velcro. There were no pocket issues reported. The ins is not too deep and is flat. The rep was calling to obtain longevity calculations. Program 1: electrodes 11, 12, 13, 14; 3.3 volts, 450 pulse width, 60 rate, 413 ohms and program 2: electrodes 3, 6, 7, 8; 4.6 volts, 450 pulse width, 60 rate, 379 ohms. 16 hours/day resulted in an estimate of 11 months. The same calculation with programs at 300 pulse width and group impedance of 406 and 373 ohms resulted in an estimate of 15 months. Program 1 at 4.1 volts, 300 pulse width, 40 hertz, and 580 ohms. Program 2 at 4.4 volts, 300 pule width, 40 hertz, and 378 ohms. With a use of 16 hours per day resulted in an estimate of 22 months. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the patient having a hard time charging and inability to receive a good connection was not determined. The patient didn't have their recharger and they were unable to determine if it was an equipment issue; they believe the patient just didn't want to recharge their battery. The patient's stimulation parameters were lowered so that they would have to charge less. The issue regarding the patient having a hard time charging and their connection issue had not been resolved but the managing doctor was going to replace their battery with a non-rechargeable system. The only symptoms the patient experienced was frustration and the patient's weight was unknown. This information was confirmed with the physician/account. No further complications reported.